Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial #(B)(4) showed no anomalies. It was noted that the connector ports were ¿ok¿ and normal impedances were observed during testing.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that during implant of the implantable neurostimulator (ins), high impedances (10,000 ohms) were seen. It was noted that all electrodes on "0-7 were not working" during intra-operative testing. Lead impedances were tested with the multi lead trialing cable (mltc) and the leads were reported as good. The leads were then flipped from their previous position in the stimulator ports and the impedance readings were still high. The ins was not used and was returned to the manufacturer. A new ins was then used. No patient symptoms were reported and their status at the time of report was noted as "alive - no injury." If additional information is received, a follow-up report will be sent.